Event description:
It was reported that the insulin pump experienced an off no power anomaly without any low battery indicator. The customer also reported that the insulin pump alarmed weak battery, failed battery test, and auto suspend alarm. The blood glucose reading was 87 mg/dl. The customer stated that the insulin pump started depleting batteries in 4 days. Another set of batteries lasted 1 week, and another new set lasted nearly 2 weeks. The customer stated that the insulin pump had a blank screen that was eventually resolved by a battery change. She was advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.